Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.(B)(4). This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent a total hip arthroplasty in (B)(6) of 2006. Patient's legal counsel further reports a revision procedure has been indicated due to an unknown reason in 2012. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
(B)(4). UDI: (B)(4). The follow up report is being submitted to relay additional information.

Event description:
Hip revision surgery due to an unknown reason.